Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead had migrated. An sjm representative was able to provide effective stimulation with reprogramming. However, per the patient's request, surgical intervention was undertaken on (B)(6) 2016 during which the scs lead was repositioned. Effective stimulation remained following the procedure. Additionally, the scs ipg was electively explanted and replaced. There were no allegations against the device.